Event description:
It was reported that the patient was unable to set the ipg into MRI mode. Impedance check revealed high impedances on two contacts. As such, surgical intervention took place on (B)(6) 2025 wherein the lead was disconnected from the ipg header. Intra op impedance check revealed normal impedance on the lead. Hence, the lead was reconnected to the ipg. Post-op there was high impedance on one contact. However, the impedance cleared once the patient was turned. Investigation was unable to determine which of the leads had the high impedances.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000102379. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Corrected data: health effect - impact code.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.